Event description:
According to the initial report received via email on 05/29/2019 the study patient of the on-x low dose post approval registry experienced on (B)(6) 2018 a paravalvular leak due to prosthesis dysfunction (stenosis) and moderate paravalvular leak. The paravalvular leak is classified as moderate. This event is ongoing. The patient's cardiac rhythm is sinus, warfarin is taken as anticoagulation therapy. Congestive heart failure is noted to be not valve related. The patient's inr on (B)(6) 2018 was 1.2. This event is related to the device (on-x valve implanted on (B)(6) 2017). Additional information received indicates the patient has a history of aortic valve insufficiency with aortic valve replacement on (B)(6) 2017 where onxa-21 serial number: (B)(6) was implanted. A cardiology visit on (B)(6) 2018 notes 42 year old male with history of bicuspid aortic valve s/p mini avr with on-x implantation on (B)(6) 2017. The patient is on anticoagulation with warfarin. The patient reports his inr was 1.2 a month ago however his warfarin is not increased. He has htn and esrd and has been on hd twice a week since 2012. The patient denies any cp, near syncope or syncope, pnd and orthopnea. Assessment: bicuspid aortic valve with severe as and ai s/p mini avr with on-x implantation on (B)(6) 2017. Continue coumadin; will repeat tte to assess the valve and to screen for aortopathy. On (B)(6) 2018 the study patient had an echocardiagraph performed. The summary notes a two-dimensional transthoracic echocardiogram with m-mode and doppler was performed. The study was technically adequate. There is no comparison study available. This study demonstrates normal left ventricular size and overall systolic function, mild left atrial enlargement, mild concentric left ventricular hypertrophy, grade iii left ventricular diastolic function, mild mitral regurgitation, and trace tricuspid regurgitation. There is a mechanical prosthesis in the aortic aortic position with increased flow gradients (eoa is 1.1-1.2cm2 with peak velocity of 3.8m/s and a mean gradient of 31mmhg). There is moderate to severe paravalvular aortic regurgitation. A cardiology office visit on (B)(6) 2018 notes patient with avr one year ago with esrd here for follow up. No cardiac complaints. Was diagnosed with possible prosthesis dysfunction (stenosis) and moderate paravalvular leak on the one year surveillance echo. The patient recently underwent fluoroscopic evaluation of the aortic valve prosthesis which showed a well seated valve with normal leaflet motion.the patient does not have any symptoms suggestive of chf, and would like to postpone any corrective valve procedures for the time being. Assessment: bicuspid aortic valve with elevated gradient by echo and moderate paravalvular ai. The patient is currently asymptomatic and ef is normal. Will likely need definitive treatment for valve in the future - pt has f/u with surgeon to discuss. No change in therapy; continue coumadin and plan for f/u echo in 6 months. The adjudication noted, 4/2018: an echo report documents an aortic prosthesis with a gradient (mean) of 31mm hg and moderate to severe paravalvular leak. Additionally, in the report dated 6/2018, the patient does not have chf and does not have impaired lv function so no treatment was recommended for the valvular dysfunction. The patient may not have been hospitalized at this time and the findings on the echo, while indicating valvular dysfunction, may not qualify as a major event.

Manufacturer narrative:
A2: age correct to 42. B2: employee name removed. A definitive root cause for the reported stenosis and pvl cannot be ascertained from the provided information. Although determined to be valve related, the exact role the valve played in the etiology of events cannot be confirmed. Per the review of the manufacturing records, all records were controlled, available for review, and met all specifications for release. There is no indication that an error or deficiency occurred and the IFU adequately communicates risk. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received via email on 05/29/2019 from (B)(4), cryolife project manager on-x, study patient of the (B)(6) registry experienced on (B)(6) 2018 a paravalvular leak due to prosthesis dysfunction (stenosis) and moderate paravalvular leak. The paravalvular leak is classified as moderate. This event is ongoing. The patient's cardiac rhythm is sinus, warfarin is taken as anticoagulation therapy. Congestive heart failure is noted to be not valve related. The patient's inr on (B)(6) 2018 was 1.2. This event is related to the device (on-x valve implanted on (B)(6) 2017). Additional information received indicates the patient has a history of aortic valve insufficiency with aortic valve replacement on (B)(6) 2017 where onxa-21 serial number: (B)(4) was implanted. A cardiology visit on (B)(6) 2018 notes (B)(6) male with history of bicuspid aortic valve s/p mini avr with on-x implantation on (B)(6) 2017. The patient is on anticoagulation with warfarin. The patient reports his inr was 1.2 a month ago however his warfarin is not increased. He has htn and esrd and has been on hd twice a week since 2012. The patient denies any cp, near syncope or syncope, pnd and orthopnea. Assessment: bicuspid aortic valve with severe as and ai s/p mini avr with on-x implantation on (B)(6) 2017. Continue coumadin; will repeat tte to assess the valve and to screen for aortopathy. On (B)(6) 2018 the study patient had an echocardiagraph performed. The summary notes a two-dimensional transthoracic echocardiogram with m-mode and doppler was performed. The study was technically adequate. There is no comparison study available. This study demonstrates normal left ventricular size and overall systolic function, mild left atrial enlargement, mild concentric left ventricular hypertrophy, grade iii left ventricular diastolic function, mild mitral regurgitation, and trace tricuspid regurgitation. There is a mechanical prosthesis in the aortic position with increased flow gradients (eoa is 1.1-1.2cm2 with peak velocity of 3.8m/s and a mean gradient of 31mmhg). There is moderate to severe paravalvular aortic regurgitation. A cardiology office visit on (B)(6) 2018 notes patient with avr one year ago with esrd here for follow up. No cardiac complaints. Was diagnosed with possible prosthesis dysfunction (stenosis) and moderate paravalvular leak on the one year surveillance echo. The patient recently underwent fluoroscopic evaluation of the aortic valve prosthesis which showed a well seated valve with normal leaflet motion. The patient does not have any symptoms suggestive of chf, and would like to postpone any corrective valve procedures for the time being. Assessment: bicuspid aortic valve with elevated gradient by echo and moderate paravalvular ai. The patient is currently asymptomatic and ef is normal. Will likely need definitive treatment for valve in the future - pt has f/u with surgeon to discuss. No change in therapy; continue coumadin and plan for f/u echo in 6 months. The adjudication noted, (B)(6) 2018: an echo report documents an aortic prosthesis with a gradient (mean) of 31mm hg and moderate to severe paravalvular leak. Additionally, in the report dated (B)(6) 2018, the patient does not have chf and does not have impaired lv function so no treatment was recommended for the valvular dysfunction. The patient may not have been hospitalized at this time and the findings on the echo, while indicating valvular dysfunction, may not qualify as a major event.